Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date the patient underwent fusion surgery wherein rhbmp-2 was implanted. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with spinal stenosis, spondylolisthesis, disc herniation on the right at l3-l4, on the left at l5-s1 and a left l5 radiculopathy and underwent the following procedures: l3 hemilaminectomy, complete laminectomies at l4 and l5, decompression of the right l3 nerve, decompression bilaterally of the l4, l5 and s1 nerves, discectomy on the right at l3-4 and on the left at l5-s1. Posterior spinal fusion l5-s1 with instrumentation and local autograft. Posterior lumbar interbody fusion l5-s1 with an ardis intervertebral prosthesis, bmp ad left iliac crest bone graft. As per op-notes,¿ the annulus was cut in a rectangular fashion and curets and pituitaries were used to remove the majority of the l5-s1 disc. It was prepared to accept a 12 mm x 9 mm x 26 mm implant. Prior to placement of the implant approximately 4 ml of the iliac crest graft was placed into the disc space and packed medially and laterally. The implant was then filled with pledget. The additional half infuse pledget was placed along the anterior border of the disc space. The intervertebral prosthesis was then tapped into place with a drift and mallet. Some additional bone was then placed behind the implant. In the process of placing the implant, a small dural tear was propagated just in the axilla of the l5 nerve.¿ the patient tolerated the procedure well without any intraoperative complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.